Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was implanted on (B)(6) 2007. As reported, the pt (who is pacemaker-dependant) undergone radiotherapy starting in (B)(6) 2011. Upon a f/u visit on (B)(6) 2011, the pacemaker was found in standby mode (backup mode). Normal parameters were observed upon interrogation (time to eri, magnet rate, pacing thresholds), although the battery impedance value displayed was greater than 100kohm.